Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The case manager reported via phone call that the customer was in intensive care unit due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 with blood glucose level was 751 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip. Customer stated that they were unconscious with an insulin pump. The caller declined troubleshooting for high blood glucose. The device will not be returned for analysis.